Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have not helped their teeth, their bite is worse now than when they started. Their dentist informed them to discontinue aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.